Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas with a contact infusion set placed on the side of the abdomen, with continuous glucose monitor and glucometer both reading ¿high¿ for approximately five hours after a same-day supply change; the device was on, had insulin, the infusion set was attached, tubing was tested with visible drops, and delivery was resumed, and the user was guided through a complete supply change. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education, as well as shipment of replacement supplies. Investigation included product technical support review and user-led corrective actions. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set or component failure; the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.